Manufacturer narrative:
The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The opened complaint product was returned and found to be within specification. There were no nonconformances or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The warnings section of the package insert states, eye problems, including corneal ulcers, can develop rapidly and lead to loss of vision. Instruct pts at the dispensing visit and subsequent visits to immediately remove their lenses and promptly contact their eye care practitioner if they should experience eye discomfort, foreign body sensation, excessive tearing, vision changes, redness of the eye or other problems with their eyes. (B)(4).

Event description:
This is the first of two reports on the same pt involving the fellow eye. This report is designated for the right eye. Refer to medwatch 3006186389-2011-00004 for a description of the second report. It was reported by the eyecare professional that the pt experienced discomfort, burning and stinging upon insertion of the contact lenses. The pt left the lenses on the eyes for 3 to 4 hours. This was the first time the pt had worn this contact lens. The pt presented to the eyecare professional and an eye infection and erosion was diagnosed. The eyecare professional indicates the pt inserted the lens direct from the blister. The pt used no solution to rinse the lenses off. Additional info received on (B)(6) 2010, from the eyecare professional indicated that the pt had mycosis on both eyes. The treatment provided and event resolution are unk. Additional info has been requested but not yet received. Upon receipt of additional info, if there is any further relevant info, a follow-up report will be filed.